Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced a delivery anomaly. Customer's blood glucose was unknown. Customer was able to treat and was not hospitalized. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, b, down and act ) button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and over delivery anomaly due to buttons not responding.